Event description:
A customer reported obtaining unexpected negative reactions on galileo instrument (B)(4).

Manufacturer narrative:
Upon review of the result files, reactions appeared as reported by the galileo. An immucor field service engineer performed the unexpected reactions checklist and performed daily maintenance. Qc performed as expected. The instrument is operating within specifications.